Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2011, at an unspecified time, the primary of the device was programmed to deliver 5% dextrose, at a rate of 80ml with a vtbi of 20ml. At approx 2pm or 3pm, the secondary line was programmed for piggyback delivery of an unspecified concentration of interleukin-2 in 250ml, at a rate of 12ml/hr, with a vtbi of 286ml, for a duration of 24 hours, and the delivery was started. It was reported that primary line was intentionally clamped during the 24 hour delivery on the secondary line. On (B)(6) 2011, at approx 2pm or 3pm, the nurse noted that approx 40ml of interleukin-2 remained in the container. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.